Manufacturer narrative:
The technician replaced the communication cable, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the bed exit function does not alarm properly. There have been several patient falls as a result, however, as of this report, hill-rom does not have any details if any of the falls resulted in injuries.